Event description:
New information indicates that programming changes were made to the right ventricular channel.

Event description:
Related manufacturer reference number: 2017865-2021-32558. It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited signal artifacts. No resolution was taken. The patient was stable throughout.